Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level range 40-50 mg/dl. Cause was not known. Customer consumed juice to address bg. Additionally, it was reported that multiple cartridge did not fit onto the pump. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.